Manufacturer narrative:
B3- date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown) . Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(6), lot: a000142105.

Event description:
It was reported the patient experienced weakness and numbness in left arm as well as left leg. Investigations were unable to determine which of the leads attributed to the event. In turn, surgical intervention is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.